Manufacturer narrative:
Siemens filed MDR 1219913-2016-00215 on november 21, 2016 regarding a neat advia centaur xp intact parathyroid hormone (ipth) result that did not match the diluted result or alternate methods or the clinical picture. December 22, 2016 - additional information: the customer informed siemens that the sample was not available for siemens to test. Without the sample, the probable cause of the discordant value cannot be identified. Siemens cannot rule out pre analytic factors such as interference. No further investigation is required.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Sixteen patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
The customer observed a neat result on the advia centaur xp intact parathyroid hormone (ipth) assay that did not match the diluted result or alternate methods or the clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequences do to the advia centaur xp ipth result.